Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there was a communication error with the sensor. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of a communication error with the sensor through connection loss. A root cause could not be determined via data. The reported issue of a communication error with the sensor is reportable based on the finding of permanent connection loss.